Event description:
Covidien received information stating that while in use on a patient a nurse looking after the patient noticed the room filling with smoke. The reporter stated that on immediate inspection, the smoke was identified as coming from the rear vents of the ventilator. The ventilator was still offering respiratory support. The patient was urgently removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the power supply and performed extended self-testing on the device and all tests passed. (B)(4).